Manufacturer narrative:
The cartridge complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was crushed in the cartridge. The lens was too cold. The event occurred while in contact with the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the iol was cut out of the eye and replaced with another iol without a problem.